Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709sc, serial (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: catheter. Product ID: 8578, serial (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) (rep): information was received from a manufacturer representative on (B)(6) 2018 regarding a patient receiving gablofen (1000 mcg/ml at 320.4 mcg/day) via an implanted infusion pump. The indication for use was intractable spasticity. It was reported that since the patient's pump was replaced in (B)(6) 2017, the catheter had pulled out of the intrathecal space. The patient experienced withdrawal symptoms. The catheter was revised on (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer representative on 2018-jan-26. It was reported that a healthcare provider initially reported the information to the representative. The cause of the catheter migration was not determined, and the catheter migration and withdrawal symptoms were resolved.